Manufacturer narrative:
Clarification to a.2.: year of birth is provided as 1974. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., a.3., b.2., b.3., b.5., b.7., section c., d.1, d.4, d.6a, d.10. H4., h6.

Event description:
Additionally, the health professional reported injecting the patient in the chin-cheeks with 3 ml. The patient was pre-treated with emla cream and received a cool pack post-injection. Approximately 1 week post-injection, the patient experienced ¿granulomas¿ on the cheeks and chin ¿ jawline (c2, jws,-jwg). The patient was treated with 150 units of hyalase and another 300 units 3 weeks later. Per health professional, "improvement final results unknown."

Manufacturer narrative:
Corrected data: b.3.

Event description:
Health professional reported injecting a patient in the jawline with juvéderm® voluma¿. The patient experienced ¿knots/granuloma¿ at the injection site. Biopsy was not provided. Additionally, the health professional reported injecting the patient in the chin-cheeks with 3 ml. The patient was pre-treated with emla cream and received a cool pack post-injection. Approximately 1 week post-injection, the patient experienced ¿granulomas¿ on the cheeks and chin ¿ jawline (c2, jws,-jwg). The patient was treated with 150 units of hyalase and another 300 units 3 weeks later. Per health professional, "improvement final results unknown."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the jawline with juvéderm® voluma¿. The patient experienced ¿knots/granuloma¿ at the injection site. Biopsy was not provided.